Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units sensor connector of this reported iab catheter was connected with a first iabp unit (cardiosave) and pumping started, calibration was unable to be performed. The patient's arterial pressure could not be obtained from the fiber optic sensor of this reported iab catheter. Neither error or message was displayed on the monitor of the first iabp unit, either at all. The iabp unit was replaced to a second one (cardiosave), arterial pressure was displayed properly from this reported iab catheter. The medical engineer could not determine whether this issue was caused by either the first iabp unit or this reported iab catheter itself. Then this reported iab catheter was attempted to be connected to a third iabp unit (cs300), and the arterial pressure from fiber optic sensor could not be obtained. Therefore this iabp therapy was continued with this reported iab catheter and the second iabp unit. There were no adverse consequences to the patient reported. Balloon related complaint tw# (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device repair status unknown.